Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: granuloma, wound infection, rupture, and generalized illness. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 59-year-old caucasian female patient underwent a breast augmentation revision with a 475cc mentor memorygel breast implant and experienced granuloma, wound infection, and a rupture on the left side post-operatively. The patient mentioned going to their healthcare provider at least once a month and did many ultrasounds and nothing was found until a cat scan was performed. The patient had a mammogram done that showed ¿pieces of a ruptured implant stuck in her lymph nodes.¿ the patient also reported having generalized illness symptoms including pain, unspecified illness, shingles, infection with c. Diff, bronchitis, and inability to sleep. The patient reported being hospitalized multiple times. As a result, the patient underwent explantation on (B)(6) 2016.

Manufacturer narrative:
On march 08, 2024, mentor received additional information regarding the patient's left breast information. A screening of the patient's left breast suggested that the patient's infection was consistent with mastitis. On march 15, 2024, mentor received additional information from the patient's healthcare provider. Based on the healthcare provider's operative report, the patient's left breast diagnosis was breast abscess. The breast abscess was drained and the breast prosthesis was removed. Postoperative cultures tested positive for staph aureus. This report is for the left side device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 03, 2024, mentor received additional information regarding the patient's event. It was reiterated that the patient had silicone in her left auxiliary lymph node. It was reported that the problems began to occur right after her implantation surgery; the patient would go in to the see the healthcare provider "once a month". It was also reiterated that silicone being in her body was discovered with cat scan. Manufacturer¿s reference number: (B)(4).